Manufacturer narrative:
(B)(4).

Event description:
It was reported that the surgeon can't see anything through the scope. This occurred during the procedure. There was a backup device available to complete the procedure following a short delay of less than 30 minutes. No patient impact.

Manufacturer narrative:
Device investigation narrative - an evaluation was performed by the supplier and could confirm the customer complaint for the surgeon can't see anything through the scope. A visual inspection was performed and showed the outer tube is bent with internal cracked lenses. No manufacturing related defects were observed. No further investigation is required. Device returned for evaluation. Device evaluated by the manufacturer. (B)(4).